Event description:
It was reported that patient received inappropriate therapy for atrial fib. Evaluation showed that the patient needed arteriovenous node ablation. The procedure went fine and the patient was doing good. Device was re programmed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.